Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, when initially placing the lead in the right atrial appendage it took an unusually number of rotations to confirm the helix extension under fluro. The p waves were very small so physician wanted to reposition. The physician however could not verify the helix was fully retracted after multiple turns. The physician replaced the ra lead. No patient complications have been reported as a result of this event.